Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the zimmer biomet legal in (B)(4), that the patient is pursuing a product liability claim arising out of the use of the on implant. The patient was suffering from avascular necrosis of the femoral head. Reconstruction fixation of avascular necrosis of the femoral head was performed in (B)(6) 2015 and the result of operation was performed well as indicated in the postoperative x-ray. The x-ray further indicated that the trabecular metal implant was well located and there was no sign of a dislocation. Following the operation, the patient reported pain, discomfort and low-grade fever; however, it is reported that erythrocyte sedimentation rate and c-reactive protein had increased. The surgeon is considering that the patient's body is rejecting the implant for unknown reasons. No further information is available as the case is now involved in a liability claim with the hospital.